Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (2.5 mg/ml at 1.5008 mg/day) and bupivacaine (30.0 mg/ml at 18.010 mg/day) via an implantable infusion pump. It was reported the patient experienced numbness on (B)(6) 2016. The clinical diagnosis was noted as intrathecal (it) medication side effects. The patient experienced numbness with personal therapy manager (ptm) activations on (B)(6) 2016. On (B)(6) 2016 the patient experienced increased areas of numbness and withdrawal symptoms. On (B)(6) 2016 the patient experienced worsening weakness and was scheduled for a catheter revision. On (B)(6) 2016 the catheter was repositioned from t5 to t10. The etiology of the event was noted as related to the device or therapy, not related to the implant procedure, and related to the drugs hydromorphone and bupivacaine with the drug action that caused the event being no change in drug. The outcome of the event was noted as ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The outcome had been updated to resolved without sequelae on (B)(6) 2017. Interventions included reprogramming on (B)(6) 2016. Additional information was received. The patient reported lower extremity numbness on (B)(6) 2016, one day post catheter revision. It was noted that the intrathecal dose had been decreased following the revision. The numbness was noted as related to the drug (bupivacaine). The drug action that caused the event was the decrease in dose. The pump was reprogrammed on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016. Additional information was received. The patient reported withdrawal symptoms, including increased pain, on (B)(6) 2016. This was following an intrathecal dose decrease following the catheter revision, and following a second dose decrease with the report of intrathecal medication side effects. The withdrawal symptoms and increased pain were related to the drug (hydromorphone). The drug action that caused the event was the decrease in dose. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated there was a suspected catheter kink. The clinical diagnosis was intrathecal (it) opioid withdrawal symptoms. The patient experienced increased areas of numbness on (B)(6) 2016. The catheter was repositioned from t5 to t10 on (B)(6) 2016. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure. The event outcome was noted as resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.